Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 500's mg/dl and diabetic ketoacidosis; cause was unknown. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.